Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 308mg/dl. Troubleshooting was performed. The time and date on the insulin pump were correct. Reviewed the alarm history and found an error. Ran a fixed prime test and passed. Performed a high pressure test twice and the test failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, prime, basic occlusion, occlusion and no delivery tests. No "b" errors were noted.